Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since the patient had her device reprogrammed in (B)(6) 2017, it has ¿kind of been going haywire¿ and she cannot get the settings to stay down because it¿s ¿going crazy.¿ this was clarified to mean that the stimulation gets strong than it should be and it is too strong. When she decreases the stimulation and gets it to where she thinks she has it just right, it¿s like it ¿kicks back up.¿ when she takes the device off her body after making an adjustment, she feels it is too strong and ¿kicks right back up to where it was.¿ the patient¿s reprogramming was because the device ¿doesn¿t seem to be working,¿ and she still was having all the pain in her legs. This had been since implant. The only thing that the stimulator has done was take away a sharp pain she had going across her toes, but it hasn¿t done anything else. The patient programmer showed that stimulation was off. She changed to group g 3 months prior to the report when she last saw the health care provider. She was on group g at the time of the report at 4.5 volts and has adaptive stimulation. The patient turned stimulation on, and was going to try out group f for a while since group g is too strong. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that they changed to a different group to resolve the stimulation being too strong. The steps taken to resolve their lack of therapeutic effect and leg pain included bouncing on a ball and doing stretches. The issue has no resolved as they still have the same pain in their back and right leg to foot. No further complications were reported/are anticipated.